Event description:
It was reported that a minicap transfer set disconnected from a minicap. This occurred during use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). As the minicap transfer set was not returned, a device analysis could not be completed. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.